Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14025. The pt had two leads implanted with the same lot number. It was reported the pt was not receiving effective stimulation and did not like the size of her ipg. The pt's scs system was replaced with a new one.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.